Event description:
A polaris adjusted pressure valve was implanted in a patient in 2007. Though more than 2 weeks passed, the patient's condition was not improved. (Shrinking of cerebral ventricles was not observed, for example). The customer request to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 03/28/2007. Results of analysis will be developed in a follow-up report.